Event description:
The manufacturer received information that during the startup of the trilogy 100 ventilator device, a ventilator inoperative alarm (emergency alarm) was triggered, indicating the ventilator was not functioning. This resulted in the display of a red screen, and the device stopped operating, making it unable to treat the patient. There are no allegations of serious or permanent harm or injury. The device has not yet been received by the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.